Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low battery alert, off no power without battery indicator and weak battery. The customer's blood glucose reading was unknown. The customer stated that she was on an airplane and her pump alarmed no power. The customer mentioned recurring battery drainage on the pump. The customer did not receive low battery alert prior to the off no power alert. The insulin pump was not returned for analysis.